Event description:
It was reported that the patient with this pacemaker device exhibited noisy signals and oversensing on both right ventricular (rv) and right atrial (ra) channels. The patient is pacemaker dependent, and they called in stating that the leads quit working for a second and this happened couple of times. The patient mentioned that the physician might implant new leads and device soon as these leads were over 30 years now. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the electrically abandoned of this device and impact on the patient.

Event description:
It was reported that the patient with this pacemaker device exhibited noisy signals and oversensing on both right ventricular (rv) and right atrial (ra) channels. The patient is pacemaker dependent, and they called in stating that the leads quit working for a second and this happened couple of times. The patient mentioned that the physician might implant new leads and device soon as these leads were over 30 years now. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was electrically abandoned, programmed off and a new device was successfully implanted. No additional patient adverse effects were reported.